Event description:
It was reported that the front wheels are down and the back wheels are up on the (B)(4) power wheel chair. End user was trying to get chair into house when chair locked up and got caught on her ramp. Chair dragged end user through doorway. End user sustained bruising to her arm about 4-6 inches. No medical intervention or property damage was reported.